Event description:
Ous MDR - it was reported that the lead had to be explanted about 1 year after the implantation because of a suspected insulation defect. The lead was returned to biotronik for analysis. No deterioration of the patients state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. During the visual inspection, damage to the lead body due to squashing and deformation was detected 22.5 cm distal of the is1 connector pin. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. There were no indications of material defects or manufacturing errors.